Event description:
It was reported that while the patient was undergoing a carotid endarterectomy, the device "was not working." It was also reported that the device was not able to be interrogated. Additionally, the atrial lead had low impedance. The device and atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).